Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." "To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the female patient. The reporter was not the nurse who dealt with the incident but this was relayed to them during morning handover. The incident occurred at an unspecified time during night shift and the patient described as having capacity. As the reporter was not directly involved in the event, they were not able to provide further information including the batch number of the affected product. The reporter was unsure whether the catheter had been part of a foley tray set or which size it had been.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the catheter fell out of the female patient. The reporter was not the nurse who dealt with the incident, but this was relayed to them, during morning handover. The incident occurred at an unspecified time, during night shift. And the patient described as having capacity. As the reporter was not directly involved in the event, they were not able to provide further information, including the batch number of the affected product. The reporter was unsure whether. The catheter had been part of a foley tray set or which size it had been.